Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing after filling the tubing with 80 units of insulin. The customer's blood glucose level was 147mg/dl. The customer was unable to verify whether insulin was dripping out of the cartridge due to being unable to disconnect the infusion tubing from the luer lock connection. A new cartridge and infusion set was loaded to address the issue.